Event description:
The cordless driver 4 was sent for service and during evaluation at the manufacturer it was noted that the trigger is sticking causing the handpiece to run on. There was no patient involvement and no adverse consequences associated with this event.

Event description:
The cordless driver 4 was sent for service and during evaluation at the manufacturer it was noted that the trigger is sticking causing the handpiece to run on. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint for trigger sticking was confirmed by the manufacturer repair technician through functional evaluation, disassembly and visual inspection. The trigger assembly was replaced and the unit was returned to the customer.